Event description:
It was reported that a patient presented with an abnormally high and eventually out of range pacing impedance on their right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.